Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up. Upon interrogation, the right ventricular lead exhibited noise. Noise was not reproducible in clinic. No intervention was performed. The patient would continue to be monitored.

Event description:
New information on (B)(4) 2019 stated the lead continued to exhibit noise. On (B)(6) 2019, the lead was explanted and replaced with a competitor lead. The patient was stable.

Manufacturer narrative:
A partial lead was returned in two pieces. The portion of the lead that was returned was otherwise normal. The damage found was sustained during the surgical procedure. Without return of the entire lead, a complete analysis could not be performed.